Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an ambulatory monitor due to an atrial fibrillation (af) ablation. The physician noted noise with a 2.7 second pause. The patient reported feeling dizzy. Boston scientific field representative reported that automatic gain capture was programmed on. The device was reprogrammed to fixed sensitivity. No additional adverse patient effects were reported. The device remains in service.